Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, a 25mm navitor valve was implanted using a small flexnav delivery system in a patient with a baseline of atrial fibrillation. Post-implant, balloon valvuloplasty was performed due to under expansion. On (B)(6) 2022, reduced ejection fraction 35-40%, mild paravalvular leak of aortic prosthesis, and atrioventricular (av) 9mmhg, moderate mitral regurgitation were observed on transthoracic echocardiogram (tte). Acute on chronic combined heart failure was observed and chest x-ray (cxr) was performed, which showed pulmonary congestion. The patient had 1+ lower extremity edema upon exam. Electrocardiogram (EKG) showed new left bundle branch block and the patient was prescribed medication. In addition, chronic thrombocytopenia was observed with (platelets) plt down to 65k platelets/l (pre-op value at 75k platelets/l). On (B)(6) 2022, the patient was discharged home. On (B)(6) 2022, the patient presented to the emergency room for atrial fibrillation with rapid ventricular response. It was noted that the patient had a history of chronic atrial fibrillation. Due the bundle branch block that the patient experienced, the patient's beta blocker was held. During current visit, the patient was started on intravenous medication and restarted on beta blocker and an anticoagulant. Non-st-elevation myocardial infarction (nstemi) was noted with likely cause of congestive heart failure exacerbation. The patient also had acute kidney injury with an admission creatinine level of 1.7mg/dl. Patient was transferred to the hospital where device was implanted. Transesophageal echocardiogram (tee) showed moderate pulmonary hypertension. On 10 august 2022, the patient had minimal diuresis after receiving furosemide 80mg intravenously twice daily on (B)(6) 2022 until (B)(6) 2022. A right sided heart catherization occurred on (B)(6) 2022, which showed severely elevated right and left sided filling pressures with low cardiac output. It was noted that the device was working as intended. The patient was hospitalized as of (B)(6) 2022.

Manufacturer narrative:
An event of valve under expansion, mild paravalvular leak, moderate mitral regurgitation, chronic combined heart failure, chronic thrombocytopenia, atrial fibrillation and moderate pulmonary hypertension were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the root cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications.